Event description:
Per the clinic, the device was explanted due to infection. The device was explanted on (B)(6), 2011 and the patient was reimplanted with another device during the same surgery. The manufacturer became aware upon receipt of the implant registration form for the new device.

Manufacturer narrative:
The device is not available for analysis.this report is filed (B)(4), 2012. Device not available for analysis.

Manufacturer narrative:
(B)(4). Implanted device remains.